Event description:
Pin was missing from the male adapter of the regulator allowing it to be inserted into the nitrous oxide outlet. Nitrous oxide was administered instead of supplemental oxygen during an MRI procedure. Patient's oxygen saturation levels decreased during the inadvertent exposure but returned to baseline once the medical gas was removed.